Manufacturer narrative:
Although there have been attempts to receive further information regarding the device and event, no additional details were provided and the explanted device was not returned to edwards for analysis. At this time, edwards lifesciences is unable to conclusively determine the root cause for this event. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. If further information becomes available, a follow-up report will be submitted.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, edwards received information that this bioprosthetic mitral valve, implanted in the tricuspid position, was explanted after seven (7) months due to unknown reasons. This was replaced with a 31mm pericardial bioprosthesis. No additional details provided.

Manufacturer narrative:
There may be cases in which our devices are implanted in a patient with active endocarditis. In these cases, it is not unusual to have a recurrence of endocarditis that results either in removal of the newly implanted device. This can occur due to the implant being seeded from an infection or microbial contamination from elsewhere in the body and is not in any way related to the sterilization or packaging process of the device.

Event description:
Edwards received additional information indicating this tricuspid valve was explanted after seven (7) months due to prosthetic valve endocarditis with an infected pacemaker lead. Upon examination, the tricuspid valve was covered with extremely large abnormal materials/vegetations which were positive for pseudohyphae. This was replaced with a 31mm pericardial bioprosthesis. New pacemaker leads were implanted and the patient was transferred to the intensive care unit in good condition.